Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips had investigated the complaint. Based on the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the system displayed a message to select a boot device and failed to start up. A remote service engineer (rse) identified that the pc had trouble booting due to an unknown boot device state. The rse advised selecting "sata" from the boot device menu, which resolved the issue, and the system was restored to good working order. The codes have been updated based on the investigation's outcome.